Event description:
Pharmacy staff identified a small harm clear plastic particle in empty IV bag. At first glance it looked like a small air bubble, but you could feel it through the bag. It was probably the size of an ultrafine ballpoint pen tip.